Manufacturer narrative:
The investigation determined the low results are either caused by tilted 13 mm sample tubes. Foam/bubbles on the samples or reagent or by tilted 13 mm sample tubes. The customer will be provided with rack adapters which can assure a better positioning of the tubes. Additional events since the service visit. No patients were effected by the problems.

Event description:
Laboratory reported results for an external proficiency sample for troponin t and myoglobin. Original troponin t result was 0.04 and original myoglobin result was 22 (no units of measure for either assay were provided). Customer reran the frozen sample giving the following results: troponin t repeat result was 1.15 and repeat myoglobin result was greater than 400 (no units of measure for either assay were provided). The sample was approximately 1 ml in a 75x13 mm tube. Provided). The sample was approximately 1 ml in a 75x13 mm tube. Customer ran precision check which was good and ran correlation between two analyzers at account which were comparable except for one that was at the very low end, it was less than 0.01 on one analyzer and 0.014 on the other analyzer (no units of measure provided). If additional information is received, appropriate notification will be provided.

Event description:
Lab reported results for an external proficiency sample for troponin t and myoglobin. Original troponin t result was 0.04 and original myoglobin result was 22 (no units of measure for either assay were provided). Customer reran the frozen sample giving the following results: troponin t repeat result was 1.15 and repeat myoglobin result was greater than 400 (no units of measure for either assay were provided). The sample was approx 1 ml in a 75x13 mm tube. Customer ran precision check which was good and ran correlation between two analyzers at account which were comparable except for one that was at the very low end, it was less than 0.01 on one analyzer and 0.014 on the other analyzer (no units of measure provided). If add'l info is received, appropriate notification will be provided.